Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 202/204, damaged cable) has been confirmed. As received, the electrode belt was unable to communicate with a monitor. Upon investigation, esd700 (esd protection diode array) on the distribution node pca was internally shorted. In addition, a pulse wire in the distribution node enclosure had exposed wires. Root cause analysis of similar devices indicate that the exposed wire inside the dn likely caused a short with the dn pca, damaging the component and causing the pulse test failure. The cause of the exposed pulse wires was isolated to a pulled trunk cable. The trunk cable was pulled from the strain relief, damaging the heat shrink on the pulse wires in the distribution node, resulting in the exposed wires. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt a patient received a service 202, 204, and that the belt had a damaged cable.